Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: olympus were unable to identify the exact cause of the occurrence. However, it is speculated that it may have been caused by damage or deterioration of parts during handling, environmental factors such as dust/dirt/humidity/ambient light, optical issues, compatibility issues, thermal issues, or electrical problems like signal loss or circuit breakage. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end had foreign objects should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a damage on the ultrasonic probe. There was no patient involvement.